Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Friend/family member reported the patient was only able to charge their ins up to 3/4 since last week. It was reported that before they were able to charge to 100% in 45 min. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the unit would not fully charge and shut off automatically like it use to. It was reported that the device was approximately 3.5 years old. A new unit was overnighted to the patient. No further complications reported/anticipated.